Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, treatment for, and outcome of the peritonitis were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was not hospitalized for the peritonitis event. On an unreported date the patient was treated with vancomycin (completed therapy, no further information) for the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.